Event description:
It was reported that during preparation of the farawave procedure for atrial fibrillation, there was physical flush port damage, where flushing was not possible because the flushing tube was blocked. The procedure was competed using a new catheter. No patient complications occurred. The device was received for analysis. Image provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found potential adhesive in the flush tubing. An image was also provided and showed the strain relief with residues of adhesive. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. It was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it would not be in contact with the inner section.

Event description:
It was reported that during preparation of the farawave procedure for atrial fibrillation, there was physical flush port damage, where flushing was not possible because the flushing tube was blocked. The procedure was competed using a new catheter. No patient complications occurred. The device is expected to be returned. Image provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.